Event description:
It was reported by the customer's husband that the customer was in the intensive care unit due to high blood glucose levels. Customer lost her transmitter and it was reported to the hospital. Customer was no longer on the pump due to dementia and was also on dialysis. Customer's husband stated that the emergency room visit was for her high blood glucose levels. Customer was admitted on (B)(4) 2014 around 3:00 pm. Customer's blood glucose level was 223 mg/dl at the time of the visit. Customer was vomiting, dehydrated and had diabetic ketoacidosis. Customer was given insulin through a central line and was wearing the pump at the time of the emergency room visit. Customer's blood glucose level went up to 500 mg/dl. Customer's husband stated that her doctor took her off the pump and she is currently on shots. Customer's husband stated that he was unable to locate the pump. Customer's husband was transferred to the supplies department. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.